Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a vacuum assisted breast biopsy procedure using an encor probe. During the procedure, the needle calibration test was successful. Immediately after sample collection began, the needle disconnected from the handle; the handle light stopped flashing, and the needle ceased functioning, followed by an error message on the device indicating a system disconnection. The entire mammography unit was switched off and restarted, after which no errors appeared. A new needle was fitted, the calibration test was successful, and the biopsy was then completed successfully using another probe. There was no reported patient injury.